Event description:
It was reported that several hours post implant, the right ventricular (rv) lead showed intermittent capture at the highest output due to a lead dislodgement. A temporary wire was placed to maintain the patient¿s heart rate and 3 days later the rv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).